Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a decrease in longevity, from 10.5 years to 6.5 years in a four month period. It was noted atrial tachy response (atr) events had increased from less than 1% to 28% currently. It was suspected the drop in longevity was related to the increase in atrial sensing. Device data was submitted to technical services for review, where it was confirmed an increase in power consumption occurred, with a corresponding increase in high rate atrial sensing. Technical services discussed programming options, such as turning off atrial sensing, to help preserve the battery life. The device remains implanted and in service. No adverse patient effects were reported.